Manufacturer narrative:
The intraocular lens was discarded by the account and not returned to the manufacturer for analysis. The lens met all manufacturing specifications prior to release. The cause of the haptic distortion is not known but appears to have occurred during the implantation of the lens. Our investigation results are inconclusive. All currently available information is included in this report.

Event description:
The account reported that when the patient returned for their one day post-op visit following routine cataract surgery with intraocular lens (iol) implant the surgeon noted the haptic appeared "bunched up". The incision was enlarged and the implanted lens was removed and replaced without complication. There was no patient injury reported. The removed iol, box and paperwork were all thrown away at the surgery center.